Event description:
It was reported that, "we found that the back 2 feet that clip under the tibial baseplate were missing and appeared to be sheared off."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.